Event description:
It was reported that balloon rupture occurred. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, on second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.